Manufacturer narrative:
As reported, the spectrum autopass suture passer is expected to be returned for evaluation. However, as of this filing, the "damaged" passer has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture passer in a rotator cuff repair arthroscopy procedure, the "lower jaw broke off" in the subacromial space. As reported, the breakage occurred when the surgeon was applying pressure on the lower handle to squeeze the jaws closed when he felt it snapped. The broken piece was safely retrieved and the unit was examined to confirm the entire piece was removed. The case went on with no further issues and the rotator cuff repair procedure was completed successfully with no patient injury and only 2-minute delay. Despite the good faith efforts, to date there has been no patient demographic information could be obtained from the user facility due to privacy reason. This report is filed on the basic of potential for patient injury with recurrence.

Manufacturer narrative:
The device was returned to conmed for evaluation. Visual inspection of the used smi-02ap verified the suture passer was broken. The lower jaw of the suture passer was broken off, making the unit unrepairable, and the actuator was found to be bent. A r&d engineer performed an evaluation and determined the bend was most likely caused by the user applying a force to the device that was beyond its capabilities. This is a purchased finished device; therefore, manufacturing documents were unable to be reviewed. A two-year review of complaint history revealed a total of 11 similar events. A risk analysis was performed and the risk was found to be acceptable. A potential root cause for this incident, identified in the risk documents, is a mechanical failure of the jaw to shaft weld. The instructions for use advise the customer of the following when using this device. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the cleaning and sterilization guidelines for the suture passer. This incident type will continue to be monitored through the complaint system to assure patient and user safety.